Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to claim no audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. A manual sound test was performed on the receiver and it failed. The complaint of no audio output was confirmed. The root cause was determined to be a defective speaker sub-assembly post investigation.